Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to infection. The patient was admitted and received IV antibiotics treatment and the ipp was removed. The infection was noted after the ipp insertion and the physician thinks that the device is related to the infection. The patient was experiencing redness, swelling, and hotness in the penis and scrotum. The infection was controlled after removing the ipp. A spectra device has been implanted. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of infection is a known risk associated with implantable penile prosthesis (ipp) procedures and is noted as such in the ams 700 instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of infection is a known risk associated with implantable penile prosthesis (ipp) procedures and is noted as such in the ams 700 instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to infection. A spectra device was implanted. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis (ipp) due to infection. A spectra device was implanted. A patient outcome of stable was reported.